Manufacturer narrative:
This product is not marketed in the us. (B)(4). One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticmo12.6, -13.50/3.0/094 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2016. On (B)(6) 2018 the lens was exchanged for a same length, non-toric lens due to observation of lens rotation not associated to a low vault. It was reported that this exchange resolved the problem.

Manufacturer narrative:
Additional data: lens was returned in dry, in a micro-centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and presence of residue on lens surface. Claim (B)(4).